Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01766. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6). During the procedure, while attempting to insert a cat6 into a 6f destination sheath, the physician experienced resistance and the cat6 became kinked just behind the tip; therefore, it was removed. The physician then attempted to use a new cat6; however, resistance was encountered again and the cat6 became kinked. The kinked cat6 was removed and the procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.